Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and helped in resetting the pump. The malfunction code did not recur after the reset, and the customer continued to use the pump for insulin therapy.